Event description:
The customer reported that the system failed to properly save and recall pt image data. Pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. Onsite investigation revealed that one image had not been saved. Functional inspection revealed no further instances of lost data. The system was tested for both static and cinema, found to be working as intended and returned into service.